Event description:
It was reported "guidewire did not progress at the time of passage and when it was removed it was all crooked". No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The complaint of guidewire kinked was able to be confirmed by the photos. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "guidewire did not progress at the time of passage and when it was removed it was all crooked". No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) for evaluation. There were multiple kinks throughout the guide wire body and the proximal end was bent into a spiral shape. Signs of use were observed. The distal j-bend was misshapen but intact. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The major kinks measured 27mm, 32mm, 44mm, 50mm, 81mm, 208mm, 300mm, 448mm, 473mm, 481mm , and 509mm from the distal tip of the guide wire. The guide wire length measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.792mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The guide wire was inserted through a lab inventory arrow raulerson syringe (ars)/introducer needle assembly and there was resistance at the sites of kinking, but overall, the guide wire was able to pass with little to no difficulty. Performed per IFU statement , "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed multiple kinks throughout the guide wire body. The guide wire met all relevant dimensional and functional requirements. A device history record review was performed with no relevant findings. Based on the customer report that the damage was observed during use and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "guidewire did not progress at the time of passage and when it was removed it was all crooked". No patient harm reported. The patient's condition is reported as fine.